Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. This universal surgical manipulator (usm) was returned for failure analysis and the reported 40084, 32114, and 319 errors were confirmed and replicated. In system logs, the 319 and 31226 errors were found indicating low fiber faults on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 31226 error was triggered indicating fault on the clockspring and rolling loop, replicating the reported event. The usm was then installed onto a patient side cart (psc) psc fixture test platform (pftp) where fiber was found to be failing on the clockspring and rolling loop. Once testing was completed, the clockspring and rolling loop was aba tested and was verified to be the source of the fault. The probable root cause is found to be the clockspring and rolling loop which is attributed to an optical transmission component failure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical w/o lymphadenectomy surgical procedure, there was a recoverable fault on universal surgical manipulator (usm1). The customer stated that they attempted to recover the fault, but the fault returned and only had the option to disable the usm. The technical support engineer (tse) reviewed the logs and confirmed the issue. Tse walked customer through a power cycle of the system, but the issue remained. Tse then walked the customer through a hard power cycle of the patient side cart (psc), but the issue remained. The surgeon elected to continue with three usms. Intuitive surgical, inc. (Isi) followed up with the customer and gathered the following information: the surgeon disabled the arm due to issue. The procedure was completed robotically with only 3 arms. There was no injury to the patient. To resolve the issue, the customer called tech support, rebooted, disabled arm and continued surgery. System functionality was checked upon powering on the system. The system initially powered on without errors, the customer used 4 arms until 1200 when arm 1 faulted.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator due to errors 40084, 32114, and 319. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. .